Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that while inserting an intraocular lens (iol) in the left eye of a patient, the ''hook'' on end of cartridge caused a tear into the capsule, requiring the physician to remove and replace the lens in the same procedure due to ''a sharp piece of plastic off the bottom''. In addition, vitrectomy was performed and the incision was enlarged. The iol was replaced with an anterior chamber lens. The patient was noted to be doing well. No further information has been provided. A separate MDR is being submitted for the iol.

Manufacturer narrative:
The expiration date is 10/31/2014. The manufacture date is 10/1/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The review of the manufacturing record for the pscst30 silver cartridge was performed. There were no discrepancies or defects found during the mrr (manufacturing record review) that are related to the possible causes identified for the complaint type reported. The documentation showed that all pscst30 cartridges were released within specification when this lot was completed. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.